Event description:
Additional information received indicated that the patient was implanted approximately fourteen and a half months prior to the event. The patient's infection was treated with antibiotics (first vancomycin and klaricid). The infection did not resolve with this treatment. Further antibiotics (floxapen, rifampicin and meronem) were added to the patient's treatment. Laboratory findings included an ast of over 7000 iu/l and an elevated bilirubin. The patient's condition continued to worsen and a decision was made (in consultation between the patient's treatment team and family) to withdraw therapy and the patient expired. An autopsy was performed which revealed no evidence of any progression of the driveline exit site infection towards the pump.

Event description:
Approximately two and a half months after implantation, the surgeon reported that the patient had developed septic shock with hemodynamic instability. The patient's condition necessitated intubation, mechanical ventilation and support with levophed and dobutamine. The surgeon further reported that the patient's driveline was infected. The patient is reported to have expired two days after.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
(B)(4). The device remains implanted in the patient (post mortem) and is not available for return to the manufacturer for analysis. A review of the certificate of sterility associated with hw20046 revealed that it was certified as sterile and non-pyrogenic. A review of the controller log files revealed a pattern of power consumption within the normal operating range and low flow alarms consistent with the reported septic shock. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Remains implanted.